Event description:
It was reported that the patient enrolled in the it matters study with this inflatable penile prosthesis (ipp) implanted. Six months later, the patient presented with a bump on right ventral aspect of penis, believed to be due to scar a tissue formation, and pain when inflating the device. Medication was prescribed. Medical assessment determined that there is a possible relationship between both events and the device and procedure. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a nodule on right ventral aspect of penis when the device was inflated, believed to be due to scar a tissue formation in the right distal corpora, which could be leading to kinking of the device or potentially a weakening of the corpora in that area. Additionally, the patient experienced point pain in the penis when inflating the device. Medication was prescribed and, several months later, a revision surgery was performed. No herniation or defect in the corpora was observed, but it was found that the right cylinder was too long, causing it to buckle in the midshaft at full erection; therefore, the physician cut off 2 cm of the cylinder and placed it back. No components were removed, and no additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b2: outcomes attrib to adv event. B5: describe event/problem. H6: patient codes, impact codes, device codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with disfigurement, pain, and length of the device may have been due to a potential measurement error at implant procedure. Additionally, the reported pain and disfigurement are known risks associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a nodule on right ventral aspect of penis when the device was inflated, believed to be due to scar a tissue formation in the right distal corpora, which could be leading to kinking of the device or potentially a weakening of the corpora in that area. Additionally, the patient experienced point pain in the penis when inflating the device. Medication was prescribed and, several months later, a revision surgery was performed. No herniation or defect in the corpora was observed, but it was found that the right cylinder was too long, causing it to buckle in the midshaft at full erection; therefore, the physician cut off 2 cm of the cylinder and placed it back. No components were removed, and no additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem h6: evaluation conclusion codes there was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient enrolled in the it matters study with this inflatable penile prosthesis (ipp) implanted. Six months later, the patient presented with a nodule on right ventral aspect of penis, believed to be due to scar a tissue formation, and point pain in the penis when inflating the device. In addition, a possible cylinder buckling was noted. Medication was prescribed. Medical assessment determined that there is a possible relationship between both events and the device and procedure. No further patient complications were reported.